Event description:
Evaluation summary: the stent was returned on a snare. The stent delivery system was not returned. The stent was severely stretched and deformed.

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the lad, which was reported to be calcified with 90% stenosis. The lesion had not been pre-dilated and difficulty was encountered during delivery. The device was subsequently removed and the lesion was dilated using a dilatation balloon. When the resolute was about to be re-inserted it was noticed that the stent was missing off the balloon. The physician located the stent in the lad left main and inserted a snare to remove it. Information from the account confirmed that force was used during the attempted delivery. No other treatment was done. The case was completed without placing stent. Patient is reported fine

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: lesion not pre-dilated and force was exerted on the device. Failure to deliver the stent and stent embolization. Vessel morphology impacted in the events. Conclusion: failure to deliver the stent and stent embolization. Vessel morphology impacted in the events. Lesion not pre-dilated and force was exerted on the device. (B)(4).